Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was reusing the cartridge and not removing residual air from the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer's blood glucose level. Customer changed pump supplies to address the issue.